Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted distal gastrectomy, tb-0535fc was used. In the middle of use, unspecified error occurred and the device could not be used any more. The user exchanged it with the 2nd device of tb-0535fc and continued the procedure. However, unspecified error occurred and the device could not be used any more. The user exchanged it with the 3rd device of tb-0535fc and continued the procedure. However, unspecified error occurred and the device could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received three devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of one of three devices was severely worn on (B)(6) 2015. And the others did not correspond to the criteria of MDR. This MDR is regarding the one of three devices which pad was severely worn.